Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 306594 and lot number 1140608. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd posiflush¿ normal saline syringe the plunger was damaged. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022, when the prefilled syringe was used to seal the tube, the stem end was found to be broken, which was replaced immediately without causing harm to the patient.

Manufacturer narrative:
H.6. Investigation summary: it was reported the stem end of the prefilled flush was found to be broken. To aid in the investigation, five photos were provided for evaluation by our quality team. The photos show damaged syringes in their packaging blisters. No other defects or imperfections were observed. This defect could occur if a jam occurred during the plunger rod assembly process. A device history record review was completed for provided material number 306594, lot number 1140608. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the plunger assembly process was performed. The settings were correct and the flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported while using bd posiflush¿ normal saline syringe the plunger was damaged. There was no report of patient impact. The following information was provided by the initial reporter: on july 2, 2022, when the prefilled syringe was used to seal the tube, the stem end was found to be broken, which was replaced immediately without causing harm to the patient.